Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Insulin pump was exposed to moisture. Insulin pump did not receive a stuck button alarm. Up and down button was stuck. Customers stated that the center button was unresponsive and the button pressed may be delayed or fail to respond if pressed too rapidly on buttons. Insulin pump was exposed to high altitude. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.